Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient experienced painful charging and had to undergo a pocket revision. The physician moved the pocket to the patient's other side. The patient remains implanted with the same ipg. The patient reportedly has no more pain at the pocket site and is doing well.